Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode ass multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the reference electrode holder, ise tubing, reference electrode and solenoid valve to resolve the issue. The fse verified system performance and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic, non-repeatable ise (ion-selective electrolytes) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.